Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the customer had high and low blood glucose. Blood glucose has stayed high over the weekend in auto mode was 200's mg/dl and that once she took it off auto mode she was able to bring it down but when she went back in it went back to 204 mg/dl. She also advised the tape is irritating her skin. She also advised of exercising and having her blood glucose drop to 40 mg/dl which she treated and rebounded up to 375 mg/dl. Customer¿s current blood glucose was 238 mg/dl. Customer treated for high blood glucose with boluses and pens. The insulin pump will not be returned for analysis.